Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received. Event confirmation status: 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 2 devices were found to be affected by broken feet. 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by damaged bearings. 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device fractured. 2 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.